Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the nexsys pcs system. Haemonetics field service engineer performed calibration verification and diagnostics with no issues, unit met manufacturer specifications. There was no evidence of a device malfunction found. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On (B)(6) 2021, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the nexsys pcs system. The plasma collection procedure was completed successfully, no donor incident, machine incident or donor reaction occurred during donation. The nexsys pcs system collected 880ml plasma. The donor had completed 19 collections with center, one minor reaction reported with first collection on (B)(6) 2020, an uncomplicated hematoma. The donor was found unconscious in their vehicle morning after donation, it was reported that donors cause of death was a heart attack. Center did not have access to the donor's autopsy report.